Manufacturer narrative:
(B)(4). The insulin pump was received with blank display due to moisture damage on electronic assembly. Insulin pump was received with cracked battery tube threads and cracked case along the side of the battery tube. The p-cap locks properly into place.

Event description:
Information received by medtronic indicated that the insulin pump had crack on the right side of the insulin pump, fluid on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.